Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states the machine caught on fire as soon as it was plugged in. No pt harm. The unit was sent to a covidien service center. Upon triage, the service tech found that the unit was contaminated and heavily burnt inside the unit. There were some burn marks on the exterior of the unit near the cord receptacle.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.